Event description:
A malfunction was reported on a pump by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump and provided instructions for continued use, advising the customer to call back if the malfunction code recurred. The customer understood and acknowledged the guidance.